Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported 1495 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, that the patient presented with unstable angina pectoris that required subsequent reinterventions. The index procedure treated the 90% stenosed 2.75x25mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation and the placement of a 2.75x32mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1495 days following the index procedure, the patient presented with unstable angina pectoris. The patient underwent an pci revealing a 80% stenosis in the mid rca. Treatment consisted of balloon angioplasty and the placement of a non bsc stent. A non target lesion with a 95% stenosis in the left anterior descending (lad) artery was also treated with a non bsc stent. The residual stenosis for both lesions was 0% and the patient was discharged the same day. Then on day 1531, the patient was hospitalized for another unstable angina pectoris event and underwent a pci in the distal rca. No further details were available. The event was resolved with no residual effects, and the patient was discharged on day 1534. The device relation to the event was listed as "possibly."